Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition detected during shock delivery. Furthermore low out of range shock impedance measurements were observed on the right ventricular channel. It was decided to explant the device and another one was implanted instead. No further adverse patient effects were recorded.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1004) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition detected during shock delivery. Furthermore low out of range shock impedance measurements were observed on the right ventricular channel. It was decided to explant the device and another one was implanted instead. This device was returned to boston scientific for evaluation. No further adverse patient effects were recorded.